Manufacturer narrative:
Physio-control evaluated the device and observed the power issue to occur intermittently during testing. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The customer received a replacement device. Physio-control evaluated the device and observed the power issue to occur intermittently during testing. Additionally, it was observed that the device dumped a 200 joule shock one time. Both of the observed intermittent issues could not be duplicate during the remainder of device testing. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed the power issue to occur intermittently during testing. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
It was initially reported that the customer's device was showing its service wrench icon. After an evaluation of the device, it was observed that the device would not power on during testing. There was no report of any patient use associated with the reported issue.